Event description:
Customer reported experiencing a high blood glucose event, though the specific value was displayed as "high." The customer administered a correction bolus via the pump, and control iq was activated during the event. Despite no assistance from a third party, the customer was advised by cts to consult a healthcare professional to discuss potential factors affecting blood glucose levels.